Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was "a case coming up in (B)(6)" where an implantable neurostimulator was going to be repositioned. It was unknown if the patient was having a problem. No further information was reported. A follow-up report will be made if additional information becomes available.